Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 2ach15 lot number 11011091 showed the loop was detached and a knot was found on the loop of the mapping catheter. All the electrodes were on the loop, and no manufacturing related issues were found. In conclusion, the reported loop knot issue was confirmed through product analysis. The reported mapping catheter failed the returned product inspection due to the detached loop and knot on the loop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the loop of the mapping catheter had a knot. Upon removing the catheter out of the patient's body, the issue was confirmed. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. Additional information reported that the mapping catheter could not be retrieved from the lumen of the balloon catheter. Thus, it was cut down after removal from the patient¿s body.